Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported crease/folding , rupture, and capsular contracture, baker grade unknown, on right side, device remains implanted.

Event description:
Patient reported crease/folding and capsular contracture, on right side. Healthcare professional reported "lobulated surface" and capsular contracture baker grade ii. Device has been explanted. Patient later reported depression and anxiety post-procedure which is not considered device related.

Manufacturer narrative:
Additional, changed, and/or corrected data. Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Lump/ nodule: unable to observe since it is not related to the device. Wrinkling: not observed. Crease/folding of implant/: not observed. Depression ¿ ndr: unable to observe since it is not related to the device. Anxiety - product/procedure ¿ ndr :unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported crease/folding and capsular contracture, on right side, device remains implanted. Healthcare professional reported "lobulated surface" and capsular contracture baker grade ii.